Event description:
It was reported that the patient allowed the ilet pump battery to deplete due to not charging, which stopped insulin delivery and led to hyperglycemia around 300 mg/dl; the patient subsequently recharged the pump, reconnected, and blood glucose began trending down without alerts or alarms. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution after the device was recharged and therapy resumed. Investigation included complaint intake with troubleshooting and user education. Investigation of this case revealed user-related battery depletion with no device malfunction reported, and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device maintenance and charging practices.